Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g2.

Event description:
Patient reported left side rupture. Patient undergone capsulectomy. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Patient undergone capsulectomy. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b6; b7; h6.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Device remains implanted.